Event description:
During an upper endoscopic procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The endoscope used with this device has an accessory channel that is 2.8mm in diameter. The physician advanced the device through the accessory channel of the endoscope and fastened the clip to the tissue site. At this time, the clip would not release from the catheter. The endoscopic clip and the clip deployment device were removed from the body simultaneously. The pt was reported to be in stable condition.